Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service.